Event description:
According to the information received, the valve was explanted due to a leaflet tear and regurgitation. Bovine pericardium was used to reconstruct the annulus and a 25 mm carbomedics mechanical valve was then implanted.